Manufacturer narrative:
Other (code unspecified): device discarded, identifiers not known. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The nurse stated the v.a.c.® granufoam¿ dressing was not changed for one week while the patient was out of town. This event is being reported as a potential user error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 12-mar-2020, the following information was reported to kci by the home health nurse: on (B)(6) 2020, it was noted that a foreign material alleged to be v.a.c.® granufoam¿ dressing adhered to the patient's wound bed. The patient left town for one week and did not have the v.a.c.® granufoam¿ dressing changed during that time. An alternate dressing was placed until removal of the foreign material. On 16-mar-2020, the following information was reported to kci by the home health nurse: the patient underwent debridement to remove the foreign material. The v.a.c.® granufoam¿ dressing lot number was not available as the package was discarded. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history review and a device evaluation could not be performed.

Manufacturer narrative:
MDR-3009897021-2020-00143 submitted on 10-apr-2020 noted the following: section b3 date of event: (B)(6) 2020. Correction: section b3 date of event: (B)(6) 2020.